Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported on (B)(6) 2026 surgeon did 4 alif front/backs with robot and g arms and half of the cases we had screws miss. We did pre op CT merges for these cases I uploaded the logs already to the database. The surgeon wants the navigation calibrated and checked to make sure the g arm is still passing its navigation checks. The account has 2 robots and 2 g arms, the facility is asking for them all to be checked with the misplaced screws happening with both machines.